Event description:
Nurse reported pump was not alarming when the infusion was complete.testing information:error code: none. Ran overnight no problems. Ran pm and passed all tests, completed infusion through four cycles, two on each side.follow up reveals: the manufacturer has been notified and they are interested in pulling the pumps from service for evaluation once loaners can be located.